Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of abscess and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were abscess, breast hard and "black with red lines" (necrosis).

Event description:
Patient reported on the left side "her implant was hard, black, with red lines and an abscess". Device has been explanted.